Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have a blade broken. The blade broke the base. A piece measuring approximately 0.54 x .085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure the harmonic ace instrument broke at the beginning of the case. A fragment fell inside the patient but was retrieved during the same surgical procedure. The case was completed robotically using a backup harmonic ace instrument.